Event description:
It was reported to philips that the system image disk was full and could not make exposures. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device had disk full error message, user has deleted saved images to continue procedure. Upon troubleshooting, fse reviewed error logs and found error "image disk error (write error)" . And checked the disk smart data, no error found. Fse reseated image disks and recreated image store. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.